Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced clinician not alerted/aware of possible patient fall condition. There was no patient involvement.

Event description:
This report summarizes 1 malfunction event, where it was reported the devices experienced clinician not alerted/aware of possible patient fall condition. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced bed exit could not be set- user aware, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 2 to 1.